Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted heartsine to report that upon testing their device was not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.